Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and stimulation sensation which began in (B)(6) 2010, when he had a couple of falls. Additional information was requested.